Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery to right posterior descending artery. A 15mm x 2.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 12atm for 30 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications.